Manufacturer narrative:
The initial MDR report with FDA reference# 3004123209-2025-00610 and stryker reference# (B)(4), submitted on 12/15/2025, was submitted in error. The customer reported that the defibrillator sam 350p did not power on with the first pad-pak, but that it would power on with the second pad-pak. This initial MDR report was filed against the second pad-pak, but no failure was reported for the second pad-pak. An initial MDR report with FDA reference 3004123209-2025-00609 was submitted to report the failure of the first pad pak.

Event description:
The customer contacted stryker to report that their pad-pak failed to power the device on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted stryker to report that their pad-pak failed to power the device on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.